Event description:
It was reported that a cardiac perforation and pericardial effusion occurred. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The case was performed using intra-cardiac echocardiography (ice) with the patient under conscious sedation. After deployment of the first closure device, a pericardial effusion was noted via fluoroscopy with contrast injection. Patient remained hemodynamically stable and asymptomatic. The device position was not acceptable for which it was fully recaptured and 2 more devices were attempted before the patient was put under anesthesia and intubated with a transesophageal echocardiogram (tee) probe placed. The tee confirmed the pericardial effusion and pericardiocentesis was performed for improvement of the pericardial effusion. At this time, the final watchman device was released and successfully implanted. When patient awoke in the recovery room, approximately 700cc of blood was noted to have drained. One unit of packed red blood cells (prbc) was administered. Another 700cc of blood drained from the patient so another unit of prbc was given. The patient continued to drain blood at a rate of 600 cc an hour, so a third unit of prbc was given and patient was sent to surgery repair of the perforation that was causing the effusion. The device remains in service and no further complications were reported.